Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: email.

Event description:
Reported 1 possible false positive sars results for one patient tested as part of a correlation study. The customer communicated the result was negative by alternate testing method (method not provided). The patient quarantined based on exposure. The customer cannot determine which test is erroneous.